Event description:
Clinical study. Same patient as MFR# 600089-2007-00466. It was reported that 386 days after a coronary drug eluting stenting treatment procedure, the patient had stent thrombosis (st), myocardial infarction (mi), and required a target vessel reintervention. (Tvr) the index procedure treated a 2.5 x 30 mm, 100% stenosed, mildly calcified, and mildly tortuous lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 2.5 x 16 mm and 2.5 x 24 mm. There was thrombus present at the lesion pre-procedure. Post-procedure residual stenosis was 0%. The indication for this stenting procedure was acute mi. The patient was discharged 8 days later on aspirin and plavix. At 378 days post index procedure, the patient was admitted due to a surgery for left renal mass. Eight days after the admission, a st occurred which was confirmed by the angiography and ivus and was resolved on the same day. The physician noted the relationship to the taxus stent was "probable." A non q-wave mi also occurred and was resolved on the same day. The physician noted the relationship to the taxus stent and the target vessel was "probable". On that same day a non bsc stent was placed in the prox lad due to diffuse in-stent restenosis. The physician noted that the relationship to the taxus stent was "probable". The patient was discharged 3 days after the tvr. The patient was taking plavix and aspirin at the time of these events.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was recieved for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.